Event description:
Subsequent to the initial report filing, returned device analysis noted that the stent implant was not deployed, but was stationary and tightly crimped on the balloon. Additional information was received stating that the correct device was returned; however no additional information was available.

Event description:
It was reported that the target area was a very difficult lesion (calcified and tortuous) at the ostium of the left main (lm) and the circumflex (cx). During positioning, the shaft of the xience xpedition 3.5 x 23 mm stent delivery system (sds) became kinked at the proximal part near the hub. The stent was able to be deployed at the lesion with one inflation at 9 atmospheres (atm) for 15 seconds. A non abbott balloon was used to post-dilate the stent, with one inflation at 10 atm for 15 seconds. The proximal shaft of the catheter was noted to have separated into 2 pieces. It is not clear when the separation occurred. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.